Event description:
It was reported that a caller experienced occlusion alarms. The customer's blood glucose level was 499 mg/dl. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer reverted to an alternate method of insulin therapy.